Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a xen®45 gts event described as "xen failure 2 years post-op. Uncomplicated procedure. Excellent outcome. After 2 years the intraocular pressure (iop) started to rise. Patient was referred for a tube procedure."